Manufacturer narrative:
Inspected 1 opened and used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
Customer sates she is not sure if she was using auto mode during the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 32 mg/dl. The customer did not want to troubleshoot for the low blood glucose value. The customer had a change sensor alert and a calibration not accepted alarm. The customer was advised that the sensor will need to be replaced. Blood glucose value was 140 mg/dl at the time of the incident. The device will be replaced and returned.